Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the wallflex biliary stent will not be returned for evaluation; therefore a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6)2022 that a wallflex biliary rx fully covered rmv stent was implanted to treat a benign, post liver transplant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6)2022, an ercp with follow-up stent removal procedure was performed and it was noted that the wallflex biliary stent had migrated proximally under endoscopic image. The wallflex biliary stent was successfully removed from the patient using a rat-tooth combo forceps. There were no patient complications reported as a result of this event.